Event description:
Us complainant reported that the automated impella controller (aic) presented a controller error.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. A.2 age should have been left blank on the initial manufacturer device report number 1220648-2024-16174 as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report number 1220648-2024-16174 as it is unknown. D.2 revised common device name in accordance with updated procedures since the initial manufacturer device report 1220648-2024-16174 was submitted. D.4 revised unique identifier (UDI) # as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-16174. E.1 added name prefix/title and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2024-16174. Revised facility name as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-16174. E.2 revised as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-16174. G.1 revised MDR reporting contact email in accordance with updated procedures since the initial manufacturer device report 1220648-2024-16174 was submitted.